Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event is unknown. Products with multiple product/lot numbers were implanted including: part: 76448560 lot:unknown (x1) part: 76446550 lot: h09b2594 (x4) part: 76446540 lot: h10k3411 (x1) part: 76447545 lot: unknown (x1) part: 76448545 lot: h09j3279 (x3) part: 76448540 lot: unknown (x1) part: 76448545 lot: unknown (x1) part: 76446535 lot: unknown (x1) part: 76447540 lot: unknown (x2) it is unknown which product contributed to reported event.

Event description:
See the attached document for event description.